Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, provided necessary information, and advised to call back if the issue recurs, allowing the customer to continue using the pump.